Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. There were no reprocessing steps deviations from instruction for use (IFU). Furthermore, physical damage at the material residue point was not confirmed. Therefore, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the evis exera iii duodenovideoscope for annual inspection. Upon inspection and testing of the returned device, it was observed that there was foreign material on the distal end near the server plug in. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the annual inspection and found: due to adhesive peeling on the bending section cover, the insulation resistance value at distal end did not meet the standard value. Due to wear of the angle wire, the play of the right/left knob was out of the standard value. The distal end was shaved. The distal end had residual liquid. Due to annual inspection, parts needed replacement. The adhesive around the objective lens had wear. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.